Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to section b5 of the initial report ( type of procedure )- the type of procedure is being updated from the diagnostic to therapeutic procedure. The type of procedure performed was a therapeutic. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image with white spots. The issue was found at preparation for use for a therapeutic laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image with white spots. The issue was found at preparation for use for a diagnostic laparoscopy procedure. There were no reports of patient harm.